Event description:
It was reported that the tube for waste fluid of the zimmer hemovac blood reinfusion system came off of the y-connector and was reconnected. It was noted that the waste fluid tube came off of the y-connector again and was reinforced with tape. It was reported that after surgery, this product was used as a drain. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.